Event description:
The device was explanted and returned without information. The device subsequently tested out of specification during manufacturers analysis. No patient complications have been reported as a result of this event.